Event description:
It was reported that the arctic sun device would not fill and wanted a 2000-hour service done. Per sample evaluation results received via task on 04mar2026, it was reported that the control panel not resetting pump hours or time and date and the unit losing flow completely.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun stat was evaluated upon receipt. During decontamination it was found that the unit was primed to fill. Circulation pump was serviced. Control panel would not reset pump hours or reset current time and date. Unit lost flow completely. Device underwent 2000 h pm service. Control panel was replaced. Flow meter was replaced. Mixing pump was serviced. Heater, manifold o-rings, tank tubing and flow meter were replaced. The unit is functioning properly. The arctic sun 6000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.